Event description:
In 2006, nellcor puritan bennett received a report of a cuff leak. Caller is reporting a cuff leak on the device. The caller reported that replacement of the tube was required. The caller reported that the model and lot number of the device are unknown. This report is associated to the sixth occurrence of rf200605-0356/ MFR 2936999-20006-0535.